Event description:
It has been reported to philips that the battery and the wi-fi led indicators on the wireless footswitch were red. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. Per the information collected, the wi-fi led was flashing red and the battery led was red, which indicates an error in the wireless connection. The customer charged the footswitch for 10 hours, but the issue remained. The system was not in clinical use when the issue was identified. The wireless connection with the base station was re-established after restarting the azurion system to reset the base station. After the philips engineer also reset the wireless footswitch, by disconnecting and reconnecting the battery, the battery led came on. When the power to the footswitch is removed, the software is reset. In addition, the battery was replaced with a new one. The customer has a wired footswitch available for use. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.